Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that six days following an intraocular lens (iol) implant procedure, the patient reported loss of sight. The following day the symptoms of endophthalmitis were confirmed and the patient was given an steroid injection as a medical treatment. The next day, a vitreous surgery was performed because there was confirmation of anterior and posterior opacification. The symptom resolved after the surgery. A bacterial inspection was performed but was not detected. The sample is not available as the lens remains implanted. Additional information has been requested.